Manufacturer narrative:
Additional devices for this complaints: bat201653 - 1650de - exp. Date: 10/31/2015, bat201466 - 1650de - exp. Date: 10/31/2015, bat201634 - 1650de - exp. Date: 10/31/2015, bat201411 - 1650de - exp. Date: 10/31/2015, bat220811 - 1650de - exp. Date: 07/31/2017, bat206065 - 1650de - exp. Date: 04/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that the patient is complaining from total power disconnection although the 2 batteries were connected and charged. It was stated that the patient arrived at the hospital and log files have been sent to the manufacturer representative who advised to replace the batteries and the controller due to power switching. It was reported that the power switching occurred when the battery capacity was greater than 25%. The power switching event was not reproducible. It was further stated that there were no consequences of impact to the patient and no further information was available from the site.

Manufacturer narrative:
Device evaluated by manufacturer: npr: three good faith attempts were made in order to obtain return of the device. It was reported a total power disconnection and possible power switching events. The controller (B)(4), one controller ac adapter (B)(4), and six batteries (B)(4) were not returned for evaluation. Review of the non-returned devices' manufacturing records confirmed that the associated devices met all requirements for release. Log files were available; however, do not cover the event date. Failure analysis of the devices was not performed since the units were not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. He manufacturer has opened an internal investigation to evaluate controller intermittent disconnections identified on smr-loaded controllers. However, the devices and log files that cover the event date were not available. The controller, (B)(4), contained the smr software. Additional system component being reported for this event: battery/(B)(4). UDI #: unk. Device available for evaluation?: no. Device evaluated by manufacturer?: no, not returned to manufacturer. Device manufacture date: 10/31/2014. Labeled for single use?: no. Battery/(B)(4). UDI #: unk. Device available for evaluation?: no. Device evaluated by manufacturer?: no, not returned to manufacturer. Device manufacture date: 10/31/2014. Labeled for single use?: no. Battery/(B)(4). UDI #: unk. Device available for evaluation?: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: 10/31/2014. Labeled for single use?: no. Battery/(B)(4). UDI #: unk. Device available for evaluation?: no. Device evaluated by manufacturer?: no, not returned to manufacturer. Device manufacture date: 10/31/2014. Labeled for single use?: no. Battery/(B)(4). UDI #: unk. Device available for evaluation?: no. Device evaluated by manufacturer?: no, not returned to manufacturer. Device manufacture date: 07/31/2016. Device labeled for single use?: no. Battery/(B)(4). UDI #: unk. Device available for evaluation: no. Device evaluated by manufacturer?: no, not returned to manufacturer. Device manufacture date: 04/30/2015. Labeled for single use?: no. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient experienced a total power disconnection even though two (2) batteries were connected and charged. After a review of the controller log files, the controller and batteries were replaced due to power switching. The controller ((B)(4)) was not returned for evaluation. Six batteries and one ac adapter ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(4) revealed that the devices passed functional testing; however, visual inspection revealed illegible release indicators on the output c ables. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. This is an additional observation not related to the reported event and is likely due to wear and/or due to patient use. Failure analysis of (B)(4) revealed that the units passed visual inspection and functional testing. The controller log files pertaining to the controller ((B)(4)) that was reported as in use did not cover the reported event date. However, log files were located that covered the event date that were associated with (B)(4). A review of the logs revealed multiple power switching events due to momentary disconnections involving (B)(4). Additionally, two controller power up and motor start events were recorded in the event log files. The first controller power up was logged on (B)(6) 2017 at 23:37:18; the data point before the loss of power revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2. After the loss of power, (B)(4) were connected to power port 1 and 2 respectively. The relative state of charge (rsoc) of the batteries connected before and after the loss of power was equal or above 202%. The second controller power up event was logged on (B)(6) 2017 at 10:12:05; the data point before the loss of power revealed that one ac a dapter was connected to power port 1 and (B)(4) was connected to power port 2 with 203% rsoc. After the loss of power, (B)(4) was connected to power port 1 with 203% and (B)(4) was connected to power port 2 with 30% rsoc. Battery capacities logged as ¿202¿ and above indicate that the batteries experienced a temporary disconnection within the previous 15-minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or that a momentary disconnection between the controller and batteries had occurred. Based on the log file analysis, a possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or were due momentary disconnections. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnections. Concomitant products: additional system component being reported for this event: battery/(B)(4) UDI #: (B)(4) available for eval: yes. Evaluated by MFR: yes, 2017-10-27. Manufacture date: 10/17/2014. Labeled for single use: no. (B)(4) battery/(B)(4) UDI #: (B)(4). Available for eval: yes. Evaluated by MFR: yes, 2017-10-27 manufacture date: 2014-10-09 labeled for single use: no. (B)(4). Battery/(B)(4) UDI #: (B)(4) available for eval: yes. Evaluated by MFR: yes, 2017-10-27 manufacture date: 2014-10-19. Labeled for single use: no. (B)(4) battery/(B)(4) UDI #: (B)(4). Available for eval: yes. Evaluated by MFR: yes, 2017-10-27. Manufacture date: 2014-10-08. Labeled for single use: no. (B)(4). Battery/(B)(4) UDI #: (B)(4). Available for evaluation: yes. Evaluated by MFR: yes, 2017-10-27. Manufacture date: 2016-07-11. Labeled for single use: no. (B)(4). Battery/(B)(4) UDI #: (B)(4). Available for eval: yes. Evaluated by MFR: yes, 2017-10-27. Manufacture date: 2015-04-02. Labeled for single use: no. (B)(4). Controller ac adapter/(B)(4) UDI #: unk. Available for eval: yes. Evaluated by MFR: yes, 2017-10-27. Manufacture date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: batteries / (B)(4). If information is provided in the future, a supplemental report will be issued.